Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as the device is implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a three port through the peg jejunal feeding tube (j-tube) was used during a procedure, (date unknown). According to the complainant, post procedure, (date unknown) the caps on the j-tube are not staying closed. This device is still in use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.